Event description:
This vmsr report summarizes one malfunction event. The customer states the tip broke off in the 35-year-old female patient's mouth while using acclean scaler (B)(4). It was retrieved without incident nor further medical attention required.